Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient died. The patient presented with prolonged chest pain. Vascular access was obtained via the radial artery. The 70% stenosed, 24x2.75mm, eccentric and de novo target lesion was located in a non-tortuous and moderately calcified proximal left anterior descending artery. A 38 x 2.75mm promus premier drug-eluting stent was successfully implanted in the lesion and post dilated. Additional post dilation was done distally to the stent and caused vessel perforation. The same balloon was used on the perforation to stop the bleeding and it seemed like they succeeded. The patient left the procedure room under observation. Ten hours later, the patient died. No autopsy was performed.